Event description:
It is reported that the pt was revised due to knee pain.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided, it is unk whether the components were implanted with the corrective fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. The implanted components were checked for compatibility with no issues noted. The device history records for the femoral and tibial component were reviewed, indicated the device was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.